Manufacturer narrative:
The patient's post-op bcva was 20/20" is incorrect. The patient's post-op refraction bcva was found to be 20/20 on (B)(6) 2017 before the exchange. Concomitant medical products: injector, cartridge and injector system model are known. (B)(4).

Manufacturer narrative:
(B)(4). A work order search was performed and no similar complaints were found. (B)(4).

Event description:
The reporter stated that the surgeon implanted a 13.2mm micl13.2, -9.5 diopter, implantable collamer lens in the patients right eye (od) on (B)(6) 2017. The lens was exchanged for a smaller size lens on (B)(6) 2017 due to high vault, elevated iop, and narrowing of the angle. Headache was also reported as an additional symptom. The reporter stated that the cause of the event was unknown. The patients post-op bcva was 20/20. Additional information has been requested, if additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
The lens was returned in a liquid present in a vial. Visual inspection found a piece of haptic missing from the lens. (B)(4).